Manufacturer narrative:
Citation: zhong c et al. Pregnancy and transcatheter aortic valve replacement in a severely stenotic freestyle full aortic root stentless bioprosthesis. Catheter cardiovasc interv. 2019;1¿5. Doi: 10.1002/ccd.28481. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with severe aortic insufficiency, a dilated left ventricle, and decreasing left ventricular ejection fraction who underwent implant of a medtronic freestyle bioprosthetic aortic valve. No serial numbers were provided. At age (B)(6) (13 years post implant) and while 12 weeks pregnant, the patient presented with severe aortic stenosis and calcification of the freestyle valve, a peak gradient of 111mmhg, and a mean gradient of 69mmhg. A 26mm medtronic evolut r transcatheter valve was implanted valve-in-valve with mild paravalvular insufficiency. No additional adverse patient effects or product performance issues were reported.